Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and slippage occurred. The surgeon applied another device to complete the procedure. The hops has reported no pt injury occurred.